Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient has been unable to hear since 2006. The speech processor is fully functional. Testing showed that many of the channels have high impedance values.